Event description:
Per the surgeon, the patient was explanted four days after initial implantation due to improper placement of the electrodes. The patient was explanted 2008, and the patient was implanted with a new device during the same suregery.

Manufacturer narrative:
.